Event description:
It was reported that during the percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The superficially calcified lesion was located in the right coronary artery (rca). A 15x4mm quantum maverick balloon catheter was then advanced to the lesion. Upon 1st inflation of 6atms, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).